Manufacturer narrative:
An unopened pair of electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performence issues were found. Visual examination observed slight corrosion to the electrode plate. But electrical testing confirmed they met specification. The adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrode pads caused the associated defibrillator to display a "poor pad contact" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.